Event description:
It was reported that the user experienced severe hyperglycemia with a reported glucose value over 400 mg/dl during overnight hours while using an inset 6 mm 23 in infusion set, noted the infusion set appeared intact, and the glucose level gradually resolved without external assistance. Symptoms included elevated blood glucose without ketones, diabetic ketoacidosis, or other reported clinical effects. Outcomes included self-management at home without hospitalization or medical intervention. Investigation included review of the event details and user feedback, with the cause reported as unclear. Investigation of this case revealed no confirmed device or infusion set malfunction and no identified contributory device component issue based on available information. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.